Event description:
During last planned f/u on (B)(4) 2012, the sorin technician observed an unexplained egm signal (noisy pattern) in a treated fast vt episode. An explanation about this behaviour is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.